Event description:
Implant failed in 2005. Revision: when revised, physician stated that the combo I am giving you is not FDA approved. After 6 months, pt is experiencing pain in leg and groin. Pt is having ambulation difficulties and problem with raise of motion. Pt hears grinding noise with movement.